Manufacturer narrative:
One opened knife sample was received by manufacturing inside of a tray for the report of being dull. The returned sample was visually inspected and was found to be nonconforming with a damaged cutting edge. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
No sample has yet been returned to manufacturing for evaluation for the report of a dull knife therefore, the condition of the product could not be verified. A review of the device history records related to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint for the reported issue related to the reported lot number. No sample was returned and the device history record review of the provided lot number indicates that the product was released according to acceptance criteria therefore, the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull blades, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife was too dull to make a proper incision during surgery. An alternate knife was obtained in order to complete the procedure with no complication and no patient impact. Additional information has been requested.